Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10545. The pt (finland) received an scs system which included an scs lead and lead anchor. It was reported the pt lost stimulation two days following the procedure. The scs lead and lead anchor were removed and replaced. During the procedure, it was noted that the lead anchor was broken and the lead had become fractured. All issues have been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.